Event description:
It was reported that the customer had a high blood glucose level of 448 mg/dl. Customer stated that she changed her set and she was unable to get in touch with her health care professional. Customer has no symptoms but feels out of breath and anxious. Customer has treated for their high blood glucose levels with their pump. Customer stated that they do not have a back-up plan. Troubleshooting was performed. Pump passed priming and high pressure tests. Customer was advised that the pump was working as designed. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.